Event description:
Asr revision. Asr xl system (right). Reason(s) for revision: pain soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: asr revision, asr xl system (right), reason(s) for revision: pain & soft tissue reaction, please see (B)(4)for first revision. Nb. Acetabular cup and corail stem remained in situ through first revision and were revised alongside the products below. These, however, have already been reported with (B)(4). Update: lot code for sleeve product page, surgeon and date of revision added as per update email received 24 april 2012. Update aug 18, 2017 additional information received received from (B)(4) reason(s) for revision: pain the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.